Event description:
It was reported that, during preventive maintenance (pm), the intellivue multi measurement server x2 displays a speaker malfunction inop error message and is unable to produce audible sounds. The device was not in clinical use at the time of the event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the customer site. Results of functional testing indicate that the speaker was unable to produce sound. The customer ordered a replacement speaker to resolve the issue and is taking responsibility for replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.